Manufacturer narrative:
Additional information: as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of an access set fell out of a bag and spilled solution. The reporter stated that the spike did not fit well in the port and they believed the spike was too big in diameter, causing the port of the bag to "push" the spike out. The reporter stated that the spike in the tubing was very loose and when they touched the bag to check the dose, the spike from the access set fell out and spilled solution. There was no patient injury or medical intervention associated with this event. No additional information is available.